Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-04530. It was reported the patient's ipg was superficial. The patient stated the device got caught on a cabinet which in turn, caused her to experience overstimulation from her scs system. As such, the patient underwent surgical intervention where the scs system was explanted. The explant date is unknown. Later, the patient's system was replaced with a different model.